Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received indicating a lower scanned value with a diagonal ¿ downwards trend arrow while wearing the adc device compared to an hcp meter. On (B)(6) 2022, a scan of 47 mg/dl was obtained, however, there was no report of glycemic instability symptoms. After an unspecified amount of time, emergency services were called and obtained a glucose test of 395 mg/dl on the hcp meter and provided the customer an unspecified injection for a diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.